Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v636178, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jan-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a medtronic representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, since patient received new implant yesterday, they haven't experienced any improvement in bladder control. Caller said that patient had the post-op appointment today and the representative was present. Patient said no instruction was provided on how to use the new equipment other than was told to charge the components and to place over the implant. Caller said that during the appointment, they didn't connect to implant. Caller said that when they arrived home after the appointment they attempted to connect and it was discovered that they are unable to increase the setting above 0.3 on programs 1-6 and unable to increase beyond 0.4 on program 7 as received the message that maximum settings has been reached (oor). The patient was redirected to their healthcare provider to further address the issue. An email was sent to field staff. A medtronic rep called to discuss the case. The rep noted the procedure was scheduled for noon yesterday, but they bumped it up to 8am, and the rep wasn't there for the procedure due to another scheduled procedure. By the time they arrived, the patient was already up and heading home. Caller tested impedances at that time and all contacts were >4,000 ohms. Caller suspected a lead issue. Caller discussed the issue with the physician this morning and the physician agreed to tell patient of the need for a possible revision. Today, after receiving the email from patient services, caller reached out to doctor's office and, in the patient records, it stated patient should come back in 4 weeks for a check-up. Caller indicated they were sad to hear this, as the patient did not get the expected discussion from the physician, and will not be getting therapy due to the impedance issues.